Manufacturer narrative:
The investigation for the reported issue has been completed. Console logs from the reported day of event are consistent with the complaint and showed placement signal not reliable alarms and controller error alarms, as well as multiple messages indicating ¿invalid sample due to snr below minimum¿. Real time log data showed that signal-to-noise ratio (snr) is pulsatile (varying from 2500 to 0) and correlated with raw optical placement data, and also that placement signal is ¿barcoding¿ when snr is low. Inspection of the console revealed that the optical pump connector was heavily contaminated, which would have contributed to lowering the snr. However, this would not explain the pulsatility of snr. Analysis on the analog output of the optical bench signal revealed a defect on the ccd, which caused placement signal to be unreliable for certain values of placements signal, by locally lowering the snr. The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. This issue was unrelated to the ccd defect. The cause of the aic issue was a defective optical bench. The cause of the aic issue was optical bench firmware communication protocol anomaly.

Event description:
The complainant reported that a placement signal unreliable alarm appeared following impella 5.5 implant. It was noted that the delivery had been difficult due to the patient's anatomy. The alarm was silenced and support with the pump and console was maintained. Upon conclusion of the investigation, a review of the logs showed that the automated impella controller had been swapped immediately following the event. In addition, an optical bench firmware communication protocol anomaly was identified. There was no patient harm.